Event description:
It was reported that the patient only experienced relief for a couple of months after implant, and repeated programming didn't help. The patient also experienced excruciating pain at the implant site for the last several years. The patient's hcp was in the process of getting approval to test and implant another system. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3777-75 serial# (B)(4) implanted: (B)(6) 2009 explanted: unk; lead model 3777-75 serial# (B)(4) implanted: (B)(6) 2009 explanted: unk; programmer model 37743 serial# (B)(4); programmer model 37752 serial# (B)(4).